Event description:
A caller reported that a pump malfunction occurred, but no notable events took place beforehand. There was no adverse impact to the customer's blood glucose level. A malfunction code was displayed, which was resettable, and technical support provided information to reset the pump. The customer successfully reset the pump, and the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.